Event description:
It was reported that the customer has passed away at home. The caller stated that the cause of death is unknown; he is waiting for an autopsy. The customer's mother went to take a shower and half an hour later, when she returned, the customer was sitting in the same position. The mother put honey on the customer's lips but he was passed away. The paramedics worked for 45 minutes to awake him, but they couldn't. The caller stated that the customer had a cold or flu and wasn't feeling well; his stomach was bothering him. He didn't know if he was going to vomit or have a diarrhea. A day prior, the customer made the comment that it feels like there is an elephant on his chest. The customer's blood glucose was 265 mg/dl when the paramedics checked it. The customer was wearing the insulin pump at the time of death. He was not using sensors and was not wearing one at the time of death. The coroner had the insulin pump, then the customer's doctor wants to test the device as well.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.